Manufacturer narrative:
Product event summary: the image files were returned and analyzed. One image file was returned. The image confirmed catheter interface unit (ciu) was offline. The ciu was replaced in the field. The ciu was returned and no re-testing was required. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The reported issue (ciu offline) was confirmed though the data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a catheter interface unit (ciu) offline error occurred during a case. Multiple troubleshooting steps were attempted, including checking the setup, reconnecting the ethernet and fiber optic cables, switching ethernet ports, performing hard reboots, and replacing ethernet cables, but the issue was not resolved. Technical services recommended trying a different fiber optic cable between the radiofrequency (rf) generator and the remote. The case was aborted, and the patient was under general anesthesia. Service was recommended as the resolution. No patient complications have been reported as a result of this event.